Event description:
A surgeon reported that after a toric intraocular lens (iol) was implanted in a pt's eye, it rotated off axis causing an unexpected postoperative refractive outcome. In a f/u, the surgeon reported that the lens was rotated in a secondary procedure, and the result was "perfect."

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).